Event description:
Customer reported no reactivity with vs269 and a pt with no previous transfusion history. Immediate spin crossmatch in tube was performed and four units of packed red cells were transfused. Pt was later determined to have an anti-e. Ocd's medical director has evaluated, this event for serious injury. Review of the case shows that a weak anti-e was missed pretransfusion by the manual gel method using vs269. This event has been classified as not a serious injury. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.